Event description:
The customer informed ansell healthcare products, llc that after using a lifestyles premium latex condom she developed a yeast infection that required medical attention.

Manufacturer narrative:
(B)(4). Ansell healthcare product, llc is submitting this report on behalf of unk manufacturer.